Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricle lead (rv) exhibited a dislodgement, upon revision when the physician tried to extend the helix to reposition the lead the mechanism did not work, therefore, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricle lead (rv) was explanted and replace due to a dislodgement and helix retraction issues. No additional adverse patient effects were reported.